Event description:
A customer reported a tandem mobi cartridge alarm. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To address the issue, the customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.